Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e luminexx vascular stent products that are cleared in the us. The pro code and 510k number for the e luminexx vascular stent products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using an e luminexx stent. It was reported that the stent elongated initially and did not expand as intended. Subsequently, a new device was used, which was successfully deployed. There was no reported patient injury.